Manufacturer narrative:
(B)(4).

Event description:
Trauma director physician placed another left subclavian and it took him multiple attempts at manipulating the wire to get the line in even though he was in the veins without any issues. He persisted and was able to finally get the wire to work. The wire broke off inside the patient and had to be retrieved through another procedure in the specials department. No patient harm or delay in treatment.

Event description:
Trauma director physician placed another left subclavian and it took him multiple attempts at manipulating the wire to get the line in even though he was in the veins without any issues. He persisted and was able to finally get the wire to work. The wire broke off inside the patient and had to be retrieved through another procedure in the specials department. No patient harm or delay in treatment.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.